Event description:
It was reported that a button has fallen off of the device. The procedure was completed successfully with the same device without a surgical delay; no adverse consequences or medical intervention were reported.